Manufacturer narrative:
Recreated image store; system returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that an error occurred indicating no free space available on the hdd on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.